Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device needs repair/service. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced motor controller board due to won't power up. Replaced corroded right/ left iui's. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the motor control board - short circuit (won't power up). Device history review: a review of the device history record for (B)(4) was performed from date of manufacture 04/15/2019 to present date 01/11/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device needs repair/service. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device needs repair/service. No patient involvement.